Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported that she experienced hyperglycemia due to inaccurate insulin delivery of the infusion device. On the day of report, blood glucose was 57 mg/dl when she woke up. At lunch, blood glucose was 255 mg/dl. She ate food, and blood glucose was 247 mg/dl at 3:30 p.m. Patient changed the infusion set and cartridge, and the issue resolved for 1.5 days. Patient then experienced blood glucose of 310 mg/dl. The infusion device did not provide an alarm or error. Patient switched to her backup infusion device. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. Additional information was not provided.